Manufacturer narrative:
On 31 august 2015 the retrieved item was inspected by r&d project manager with the following analysis: from a visual inspection we can see many deformation lines on the bottom surface of the insert and deformation of the rear clipping features of the insert. These lines and deformations may have been caused by multiple attempts to clip the insert with a wrong alignment. As reported in the event description, the insert was tryed to be clipped after implantation of both tibial and femoral component. As described in the surgical technique, it is suggested to implant only the tibial baseplate before fixing the insert and implant the femur only with the insert have been already clipped. This can guarantee a more comfortable fixation of the insert into the baseplate without the presence of the femoral component. In this case probably the surgeon finds some difficulties to insert the inlay into the joint. He tried to clip the insert before finding the correct alignment causing the deformation of the clipping features and the scratches noted.

Manufacturer narrative:
On 15 october 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On 16 october 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 21 august 2015: lot 147673: 60 items manufactured and released on 09 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Gmk tibial tray # 3 r fixed cemented; catalogue # 02.07.1203r, lot. 148725 ((B)(4)): (B)(4) items manufactured and released on 31 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On 20 august 2015 the r&d director checked the pictures of the insert that were received from the reporter with the following comment: from the pictures we can see many deformation lines. These lines have been caused by multiple trials to clip the insert with a wrong alignment. Not received back yet.

Event description:
At the beginning the surgeon implanted the femoral component and the tibial tray into the patient's femoral/tibial bone during the surgery. Then he tried to set the tibial insert into the tibial tray, but he could not because it was very hard. He found that the connection part of polyethylene (tibial insert) was deformed. He decided to change the deformed tibial insert into a new tibial insert. After that he successfully completed the surgery without any problems. No patient injured.